Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide further detail of how "the applicator, applied crossed and unsuccessful clips.¿? Did the device apply clips that did not hold on the tissue? Were the "unsuccessful clips" malformed (unformed, clip gap, etc.)? Were there any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that the applicator applied crossed and unsuccessful clips.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: unsuccessful clips meaning the clips were fired cross and they were not holding the tissue. There was no consequence to the patient. Unsuccessful clips were corrected.